Event description:
It was reported that the guide wire was placed in a diagonal artery and a stent was implanted in the lad near the lad/diagonal bifurcation. An attempt was made to withdraw the guide wire from the diagonal; however, the guide wire was stuck on the proximal edge of the stent and separated in the vessel. Surgical intervention was needed to remove the separated distal segment of the guide wire from the coronary artery.